Manufacturer narrative:
Information contained in this report was previously submitted through psr on 19/oct/2015. The event "neurological disease" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: device photographs were reviewed on 11/jun/2020. The lot number or catalog of the affected device could not be verified via visual analysis due to the quality of the photographs. Broken shell was observed. Due to the impossibility to perform microscopic analysis ,it is not possible to determine the most likely failure mode. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Health professional reported right side rupture. The patient additionally reported being diagnosed with a "neurological disease," specified as "seizure." Device has been explanted.